Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure the balloon was advanced through a heavily calcified lesion. The balloon ruptured longitudinally upon inflation at half nominal pressure and before burst pressure. No adverse events were report in association with this event.